Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, three 8 mm and one 6 mm amplatzer vascular plug 4 (avp4) were selected to embolize a left common iliac artery aneurysm. Two 8 mm avp4 (lot: 5011766 and 4994630) were deployed in the left superior gluteal artery, one 8 mm avp4 (lot: 4666387) in the left inferior gluteal artery and a 6 mm avp4 (lot: 5023152) in the left umbilical artery. Coil embolization using a penumbra coil (5 x 13mm) was concomitantly performed. The patient had a favorable outcome. Per report, the patient died on (B)(6) 2016, due to cardiac insufficiency at another hospital. The relationship of the devices to the cardiac insufficiency is unknown. No additional information is expected. (Clinical study patient ID: (B)(6).